Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the doctor put the balloon in the patient and pumped it 25 times. The left side of the balloon would not take shape (inflate) but the right side did. When he went to take it out, it broke in the patient. He was able to remove all of the pieces from the patient. The tubing broke, and the balloon broke in half. Used a second balloon from the same lot and was fine. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Device fragments fell into the patient but were retrieved.